Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 was not opened. A field service engineer inspected the drawer and medication packets were removed from the back of the drawer, as it blocked the drawer sensor. While inspecting cabinet, the fse noticed broken screw. Located damaged screw on full-height cubie drawer latch catch and replaced screw. While replacing screw, noticed magnet on inseparable was loose. The fse replaced inseparable magnet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.